Manufacturer narrative:
(B)(4). A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be conducted since the lot number was not provided. No corrective actions cannot be implemented, and the customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when anchoring the right ischiopubic branch using the capio device, the needle dislodged from the wire and did not come out. About 2mm of the needle remained in the para-vesical fossa, not visualized nor found. The device was changed to complete the procedure.